Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection of the returned circuit revealed that there was no damage to both breathing circuit and the dryline. The pressure test confirms that the breathing circuit was within specification. Conclusion: we were unable to conclusively determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit provide pictorial instructions of the correct device set up and state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the leak test prior to patient use. There was no patient involvement

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the leak test prior to patient use. There was no patient involvement.